Manufacturer narrative:
Concomitant product(s): a 511212 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the lead displayed high thresholds. The lead was re-positioned, remains in use, and no patient complications have been reported as a result of this event.